Manufacturer narrative:
According to the field, the ra lead was disposed of by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right atrial (ra) lead had dislodged. Surgical intervention was performed and the ra lead was explanted. No additional adverse patient effects were reported.